Manufacturer narrative:
The customer-reported issue of a signal loss alarm was investigated. Attempts to identify the customer¿s device and application configuration were unsuccessful, as the information provided was insufficient to support a complete investigation. In particular, the absence of the application version limited the ability to assess potential causes of the reported issue. Due to the lack of adequate information, the reported issue is not be confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Customer experienced a signal loss and was unable to obtain readings and received glucose alarms. As a result, the customer was not alerted to changes in glucose level. The customer experienced hypoglycemia and loss of consciousness and was unable to self-treat, requiring treatment of glucose intravenously by a healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.